Event description:
It was reported that the pump ''leaked'' and the pump was explanted. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: unknown.